Event description:
It was reported that the patient fell onto their face and their prosthesis is malposition. A brain MRI, which was taken for other medical reason, showed "loosening of the prosthesis l tmj". There was a second surgery performed for evaluation of the prosthesis. The prothesis was found displaced with fractured screws. Only one screw was intact and loose. The other screws were at least partially fractured, or fractured as they were removed due to being integrated medially in the ramus.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
A CT-scan provided after the explantation of the mandibular component showed that 6 screw threads are left in the ramus, therefore the postoperative breakages of the screws can be confirmed. To gain additional information about the reported event, the surgeon was contacted. Most likely due to the trauma of the patient, some of the screws fractured as a direct consequence and the tmj implant lost complete contact to the bone. Furthermore, because of the instable tmj implant, higher forces acted on the remaining fixated screws, which might cause further breakages / loosening of the screws. Based on statistical evaluation, there are no indications for any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. If further information becomes available, the investigation will be re-evaluated. H3 other text : device not available.

Event description:
It was reported that the patient fell onto their face and their prosthesis is malposition. A brain MRI, which was taken for other medical reason, showed "loosening of the prosthesis l tmj". There was a second surgery performed for evaluation of the prosthesis. The prothesis was found displaced with fractured screws. Only one screw was intact and loose. The other screws were at least partially fractured, or fractured as they were removed due to being integrated medially in the ramus.